Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the first fitting the patient did not receive benefit from the device. Revision surgery will be performed.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the received information, the patient was in the indication criteria for vibrant soundbridge before implantation and the device was reportedly working within specification after implantation. Based on information received from the field, an inflammation developed post-operatively around the fmt thus inhibiting the movement of the fmt, which contributed to the reported lack of benefit. Additionally the patient fell out of the audiological criteria for the vibrant soundbridge. Consequently the patient has been re-implanted with a cochlear implant. This is a final report.

Event description:
During the first fitting the patient did not receive benefit from the device. It was found during the revision surgery that the area around the fmt was inflamed inhibiting the movement of the fmt which contributed to the lack of benefit.